Event description:
It was reported that the programmer had "telemetry failure." Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had "telemetry failure." Both the programmer and the programmer head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2090 software analyzer: (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm that there was any telemetry issue with the programmer head but found that the radiofrequency programmer head did not have a label, so one was added but it did pass al console and systems tests. Concomitant products: product ID 2090 programmer. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.